Event description:
It was reported to philips that the device was unable to obtain ECG readings using the paddles. The device was use, however there was no adverse event.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device was unable to obtain ECG readings using the paddles. The customer called and spoke with a philips representative. The reported issue was confirmed and the customer was advised to try swapping out the therapy cable and/or test load. Upon further follow up with the customer, it was noted that the issue was resolved and that there were no issues with the device. The issue occurred as a result of user error, the connector was not properly secured into place. Upon conclusion of the evaluation, it was determined the user had not plugged in the connector all the way. Philips will not consider this as a malfunction, as it was confirmed that a user related error caused the alleged issue. The device remains at the customer site and no further evaluation is required at this time.